Manufacturer narrative:
Additional info: d10, g7, g9, h2, h3, h6, h10. Results of investigation: it was reported that a revision surgery was performed due to a wrong size insert implanted. Size 28 was implanted by the surgeon, instead of the size 32. The affected oxinium femoral head, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. No further medical assessment can be performed at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk assessment and IFU revealed the alleged failure is previously identified in the intra-operative warnings. As stated, the cause of the revision is noted as surgeon implanted the incorrect size of the device. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to a wrong size insert implanted. Size 28 was implanted by the surgeon, instead of the size 32. The revision occurred one day after the primary surgery.